Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for removal of the device, it was noted during the surgery, he removed ¿old eroding mesh ". No medical records have been provided and no sample was returned based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent repair of a ventral hernia. A bard/davol composix kugel was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of the failed composix kugel. The doctor noted that he removed ¿old eroding mesh.¿ as reported, patient continues to experience complications related to the composix kugel. She will likely require additional surgeries to repair the damage from the product. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering,other damages and sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective composix kugel.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for removal of the device, it was noted during the surgery, he removed ¿old eroding mesh ". No medical records have been provided and no sample was returned based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent repair of a ventral hernia. A bard/davol composix kugel was implanted in patient during this repair. (B)(6) 2017: the patient underwent removal of the failed composix kugel. The doctor noted that he removed ¿old eroding mesh.¿ as reported, patient continues to experience complications related to the composix kugel. She will likely require additional surgeries to repair the damage from the product. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, other damages and sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective composix kugel. Addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with left upper quadrant ventral hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿a circular composix kugel mesh was placed and sutured.¿ (B)(6) 2017 ¿ patient was diagnosed with ventral incisional hernia and erosion of mesh thereby underwent open repair with removal of composix kugel mesh. Per operative notes, ¿the mesh was balled up and the mesh was eroding through a defect. The composix kugel mesh was removed completely. The defect was repaired using a synthetic mesh and sutured.¿